Event description:
It was reported that patient passed away on (B)(6) 2024 at an outside hospital. Cause of death was unknown. The patient developed acute shortness of breath and called emergency medical services (ems). Shortly after their arrival to the outside emergency room, the patient decompensated and passed away shortly after. Autopsy was not performed. By the time ventricular assist device (vad) team received the call, they were doing cardiopulmonary resuscitation (CPR), and the vad was alarming with low flows. It was confirmed that system controller had power and pump was on, but just low flowing. Log files would not be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The reported low flow alarms were unable to be confirmed as no log files were submitted for review. A specific cause for the alarms could not be conclusively determined. Whether the patient¿s outcome was device/therapy related, or if the device operated as expected, is unknown as it was reported that the patient was at an outside facility. It was communicated that an autopsy was not performed, and the device will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook rev. D, are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including death. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.